Event description:
It was reported an asymptomatic patient presented in clinic with a record of multiple non-sustained oversensing episodes. In addition to the belief that, in fact, there was true lead noise, low lead impedance was also suspected. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the patient¿s right ventricular lead was explanted. As part of that process, the patient¿s atrial lead and implantable cardioverter defibrillator were also explanted and replaced by a single chamber system. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Internal insulation abrasion was noted at 14.5-15.1 cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and low pacing lead impedance. External insulation abrasion was noted at 19.6-20.1 cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise and low pacing lead impedance.